Event description:
It was reported that at 185,256 joules while using the surgical fiber during a prostate procedure, the fiber broke / was damaged and tissue vaporization issues were observed. Time expended: 30:08 minutes. The procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber model #0010-2400; lot #423a; serial #(B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the metal cap adhesion location exhibits burnt glue; the glass cap has pushed forward in metal cap and is protruding. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.